Event description:
It was reported that the pump shut off unexpectedly at 60% battery life. The customer was able to turn the pump on by plugging it into a power source. However, the pump shut off again shortly thereafter. The customer was again able to turn the pump on by plugging it into a power source and the battery level then displayed 5%. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.